Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Patient representative reported right side anxiety, breast pain, "upon becoming aware of the worldwide recall by the media and knowing the number of cases of cancer development associated with allergan breast implants, the patient was sleepless and suffering from anxiety for not knowing the real situation of the prostheses", "yellowish, strange appearance and with some peeling parts, these being the same characteristics of the allergan prostheses described by patients who developed lymphoma", "high stress due to undergoing new surgery", "serious risk in view of the appearance and condition of the prostheses that were removed", "fibrous capsule: chronic inflammatory process with foreign body type gigantocyte reaction". Fatigue, muscle pain, hair loss, sinusitis, candidiasis, various skin lesions, headache, weight gain, irritable bowel, and food intolerance also reported, but not considered device related. The device has been explanted.